Manufacturer narrative:
The field service engineer (fse) could not identify a cause for the issue. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of high results for 10 patient samples tested for elecsys on a cobas e801 module. The initial result for all 10 patient samples was 320 nmol/l. The customer repeated 5 patient samples and the results were discrepant: patient 1 initial result was 320 nmol/l with a data flag. On (B)(6) 2020 the repeat result was 86.3 nmol/l. Patient 2 initial result was 320 nmol/l with a data flag. On (B)(6) 2020 the repeat result was 116 nmol/l. Patient 3 initial result was 320 nmol/l with a data flag. On (B)(6) 2020 the repeat result was 113 nmol/l. Patient 4 initial result was 320 nmol/l with a data flag. On (B)(6) 2020 the repeat result was 114 nmol/l. Patient 5 initial result was 320 nmol/l with a data flag. On (B)(6) 2020 the repeat result was 96.2 nmol/l. The initial high results were reported outside of the laboratory. The reagent lot number was 44937602 with an expiration date of 30-apr-2021.